Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary by pass procedure, an error occurred on the perfusion system: "batteries may not be charged." The device was not changed out, as the customer finished the case with the suspect system without issue. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.